Event description:
On (B)(6) 2012, pt reported the down button on the infusion device has been giving him concern for the last 1-2 days. Pt stated he used the down button to go into standard bolus. Pt reported when he presses and holds the down button, it will not always respond. Pt stated this just started occurring the last 1-2 days. Had pt insert a new battery and attempt to deliver a bolus; button responded. Pt reported this is an intermittent issue. Pt stated the button feels mushy. Pt reported the button is not flat. Pt stated when the button doesn¿t work; it does not make an audible sound. No physiological effects were reported. The pt did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of the alleged product for eval.